Event description:
Complaint found in maude database reports: "was placing midline catheter. When the crna twisted glide through peel away sheath, the handle broke off. The crna had to back sheath out and use her fingernail to break the sheath away."

Manufacturer narrative:
(B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4).

Manufacturer narrative:
(B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database reports: "was placing midline catheter. When the crna twisted glidethrough peel away sheath, the handle broke off. The crna had to back sheath out and use her fingernail to break the sheath away."